Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: the device will not be returned. The family refused autopsy due to religious preferences. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s lvad system was producing low flow alarms after system controller was saturated from bleeding patient. Changing to the backup controller did not resolved the issue, and the low flow alarms were reportedly associated with patient condition. The patient had been on full support (vad, ventilator, hemo dialysis) for more than 60 days. The bleeding was related to multiple organ dysfunction syndrome (mods), and in days following the family chose to withdraw care. The patient expired on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: the report of low flow hazard alarms was confirmed through the evaluation of the submitted system controller log files. The submitted system controller log files contained approximately 21 days of data from (B)(6) 2018, according to the time stamp, and captured low flow hazard alarms on (B)(6) 2018 from 15:15 until 15:29 on the primary system controller and from 15:31 to 15:34 on the backup system controller. It was reported that the patient's outcome was not therapy related and there were no device issues associated with the patient's outcome. The patient's family refused an autopsy due to religious preferences. The heartmate ii lvas, serial number (B)(4), was not explanted; therefore, no product was available for evaluation. The heartmate ii lvas IFU lists various types of organ failure including respiratory failure, right heart failure, and renal failure as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. The IFU also lists bleeding as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The IFU provides information on all pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. The IFU also contains information on all system alarms, including the low flow hazard alarm, and provides guidance on how to troubleshoot the system and resolve the alarms. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.